Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a sensor error alert after initialization. The blood glucose reading was 127 mg/dl. He stated that the sensor was fully inserted and flat against the skin. Customer also reported receiving false predictive low alerts and that the sensor gave inaccurate readings. He stated that when the blood glucose reading was 120 mg/dl, the sensor gave a reading of 300 mg/dl. He also reported that when the blood glucose was 187 mg/dl, the sensor read 206 mg/dl. Customer follows all protocol. Customer was advised on calibration techniques. Nothing further was reported.